Event description:
It was reported while using bd vacutainer® sst¿ ii advance, red cell rings were seen at the top of the serum in one (1) tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd received two (2) photos for investigation. Evaluation of the attached photos identified tubes with a red cell ring on the top. Additionally, a total of 100 retained samples were visually examined, and no defects relating to red cell ring were discovered. Complaints for sample quality for the month of february 2025 were not under statistical control therefore factors that may contribute to red cell hang up were evaluated through a clinical study to verify the design of the device met it¿s intended use. There were no difficulties encountered during blood collection and as tubes exhibited proper fill. Bd was able to duplicate the customer¿s indicated failure mode (red cell ring) with lot 4261284 because the defect was evident in the testing of the complaint lot samples. Replicates of lot 4261284 retention samples showed a degree of the defect. All other visual observations demonstrated clinically acceptable performance with both retention and control samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: red cell ring. Corrective and preventive action has been opened to address sample quality issues. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance, red cell rings were seen at the top of the serum in one (1) tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.